Event description:
Only the cord came out and the tampon remained in her vagina [device breakage]. Tampon remained in her vagina [foreign body in reproductive tract]. Case narrative: on 06-feb-2023, a spontaneous report was received from a consumer regarding a white/caucasian 16-year-old female who was using playtex sport compact tampons (tampon, menstrual, unscented). On 08-feb-2023, additional information was received from a consumer. Medical history and concomitant products were not reported. On an unspecified date (reported as 2 years and 2 months ago, relative to 08-feb-2023), the consumer started use with playtex sport compact tampons. On (B)(6) 2023, after inserting the product, the consumer went to remove the product before going to bed and only the cord came out. The tampon remained in her vagina. She and her mother researched the internet to find out how to remove the tampon, but nothing worked. The next morning, the consumer went to the hospital emergency room to have it removed. The product was removed, but the consumer did not want to wear a tampon for the moment as she was afraid that this situation would happen again. As of 06-feb-2023, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.